Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the rv pacing impedance also increased in the same pattern. The pacing impedance remained within range. Ts provided a potential cause and suggested monitoring the impedances. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.